Event description:
It was reported to target that during the procedure the gdc coil would not detach. When the physician tryed to remove the coil it detached in the catheter hub. The pt's health was not affected by this event.